Event description:
(B)(4). Abdominal pain, painful menses, abnormal menstrual cycles, heavy bleeding, low ferritin, leg pain, joint pain, chronic inflammation, ovarian cysts, headache, allergies, metallic taste, dental cavities, cracked tooth, muscle weakness, anal fissure/fistula.